Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and ams miniarc was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with hysterectomy, bilateral salpingo-oophorectomy, bilateral ovariosalpingolysis, anterior colporrhaphy, rectocele repair, enterocele repair, peritonectomy for removal of endometriosis due to chronic menorrhagia with resulting anemia secondary to leiomyomata uteri, stress urinary incontinence, symptomatic vaginal relaxation with cystocele, rectocele and enterocele. It was reported that following insertion the patient experienced recurrence. It was reported that patient underwent a surgical procedure and implanted the pubovaginal sling, mini arc [ref# (B)(4), lot# 625425007] due to mixed urinary incontinence on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.